Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side capsular contracture, baker grade IV. Patient also stated they have a "lump under the nipple." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, yellow and white particles in the shell leak test and microscopic analysis was performed which identified, no leak was observed in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:no issues found related with the manufacturing process. Reason for reoperation: lump under the nipple, capsular contracture baker grade IV, concern for textured implant device, "night sweats, flu like symptoms and is always tired."

Event description:
Device has been explanted. The events of "night sweats, flu like symptoms and is always tired" are considered not device related.